Event description:
It was observed that during the device evaluation, the videoscope exhibited corrosion of suction cylinder, expected insulation capacity cannot be obtained. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress,without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.